Manufacturer narrative:
(B) (4). (B) (4). Device #1, #2, #3 part #12673-03, lot # unk, are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device #4 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. When the needle plunger was removed, no sutures were attached to the needles. The device was removed and three additional proglide devices were attempted with the same results. Hemostasis was achieved using a fifth proglide device. There were no reported adverse patient effects. No additional information was provided.